Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 88924701, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the module and found that one of the vacuum tubes in the rinse mechanism was leaking. He replaced this tube, adjusted the rinse volumes, replaced the joint by the degasser, and verified the module's performance by instrument checks, calibrations, and qcs. The customer has had no further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter received questionable creatinine plus ver.2 results from three patient samples tested on the cobas 8000 c702 module. One patient sample with discrepant results was provided: the initial result from the module was 5.12 mg/dl. The repeat result from another module was 2.68 mg/dl. The delta check was high, prompting the rerun. The repeat result was deemed correct.